Event description:
Rptr directly contacted the manufacturer during an investigation involving two cases of aspergillus endocarditis where the same lot of bioglue was used in both surgeries. While bioglue is noted as a commonality, the rptr has not implicated the product in the incidents. Subsequent contact with the hospital indicated that a particular lot of bioglue was one of several commonalities between these two cases. Both cases also involved bentall procedures and occurred in the same operating room. While both cases involved the implantation of mechanical valves, the devices were from separate manufacturers. A third case involving the same procedure and bioglue lot resulted in aspergillus infection; however, the infection was limited to the sternal wound and was not associated with the application of bioglue. St jude mechanical heart valve and bioglue implanted in 2005. Aspergillus endocarditis was evident 7 months later. The patient subsequently expired. Following these two events, two more different lots of bioglue were utilized in other surgical procedures with no evidence of complications. The hospital indicated that they were unable to conclusively determine the cause of these cases.